Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was 600 mg/dl. The customer was treated their blood glucose with an insulin pen. The customer stated that the insulin pump was not dropped and that the drive support cap did not appear to be damaged. The customer programmed a bolus, and insulin did exit the tubing. The customer successfully ran the high pressure test as well. Upon checking the alarm history of the insulin pump, the customer stated that they had received the no delivery alarm. The customer was advised that their insulin pump would be replaced per their request. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.